Manufacturer narrative:
(B)(4). Conclusion - the customer is only reporting this event and did not request field service or clinical support.

Event description:
The clinic reported that a patient presented with mild flap striae in the left eye at a post op exam. The patient''s flap was refloated to resolve the striae. The patient''s uncorrected visual acuity was 20/20 in the affected eye.